Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2008 and (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operation (op) notes, "cord contents were mobilized. Lateral aspect of prior repair was intact. A small direct medial recurrent hernia was noted overlying the pubic tubercle and reduced. A perfix plug (device 1) with patch was placed and secured using prolene sutures." On (B)(6) 2009 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, "cord contents were mobilized. The medially placed previous mesh was intact. A large lateral hernia recurrence was noted in that area from previously placed sutures. A perfix plug (device 2) was placed laterally and secured using prolene sutures." On (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair. Per op notes, "extensive scar tissue was noted and excised. The cord contents were reduced. No lateral recurrence was noted. A small medial recurrence was identified, and soft tissues were amputated above the recurrence. The hernia was repaired with prolene sutures imbricating the previously placed mesh (device 2) to conjoint tendon." On (B)(6) 2018 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent open repair with implant of bard flat mesh (device 3). Per op notes, "on the right inguinal region, the cord contents were mobilized, and no indirect hernia sac was noted. The medial aspect of the floor was intact. The lateral aspect of the floor had a small direct defect reduced. A bard flat mesh (device 3) was placed and sutured circumferentially. An identical procedure was performed on the left inguinal region. A small medial recurrence was noted on the left side overlying the pubic tubercle and repaired with sutures. Mesh was not needed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2008 and (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.